Event description:
It was reported that this lead was explanted due to a non product experience. A new lead was successfully implanted. No additional adverse patient effects were reported. At this time no further information has been received from the field.